Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specifications.

Event description:
Information was received that reported the patient was hospitalized in 2009, due to an incident of hypoglycemia. The reporter stated the patient had a seizure. The paramedics transported the patient. Upon admit her blood glucose was reported to be between 37 and 56 mg/dl. The patient was treated and released. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.